Manufacturer narrative:
Device evaluation: one smiths medical cadd-solis vip ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Review of the event history log showed an occurrence of "system fault 44508." Functional testing involved powering up the pump and running infusion tests. The reported error code was not duplicated during the investigation. Based on the investigation, the complaint allegation was not confirmed. The main board was replaced as a preventive measure.

Event description:
Information was received indicating that a smiths medical cadd-solis vip ambulatory infusion pump displayed error code "44508." Per the reporter, there was no patient involvement. No adverse effects were reported.